Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) found thermal damage on the yaw pulley. There was no damage found to the conductor wires. The instrument passed an electrical continuity test. A review of the provided image showed no obvious damage to the conductor wire.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the maryland bipolar forceps instrument was found to have thermal damage at the pulley cover. A backup instrument of same kind was used. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that spark was observed from the insulation during the surgical procedure. The instrument and the cannula were inspected prior to use with no damaged noted. The instrument was in use for an hour to peel liver tissue then the customer noticed burn insulation of the instrument and stopped using it. When the spark occurred, the instrument tip(s) was in contact with the liver tissue but there was no patient injury observed. Blood and carbonized tissue were attached to the instrument jaws prior to activating the instrument. Additionally, the bipolar energy was activated with the generator vio 3 when the event occurred. The setting value used on the generator/ electrosurgical unit (iesu) was unknown, but the customer used the bipolar cut. The monopolar cord was not connected to a bipolar instrument. The instrument tip(s) did not touch any staples, clips or sutures while energized. The instrument was removed prior to spark and the wrist was straightened. Another maryland bipolar forceps instrument was in use when the issue occurred.